Manufacturer narrative:
The instrument was returned and tested and it functioned correctly with no problems found. Hosp said, they had just come off a trial of this bipolar instrument, and they were trained on assembly of instrument components, but hosp staff did not have a lot of experience in putting this type of bipolar instrument together. Hosp believes that it is possible that insert was not correctly locked into outer tube which would allow jaws to become stuck in closed position. Co has improved the labeling for this instrument.